Event description:
A procedure for hysteroscopic endometrial ablation was in progress when the tip of the resectoscope inner sheath broke. Some fiberglass material pieces were retrieved from the uterus by the dr without difficulty. No pt problems were reported.